Event description:
It was reported the patient's ipg was unable to communicate with external devices. Further troubleshooting is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgery took place on (B)(6) 2022, wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H1 updated to serious injury.

Event description:
New information received states that a surgical intervention is anticipated in the near future.